Event description:
It was reported that an app crash alert occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).